Event description:
The facility's biomed engineer had sent an infusion pump in for service where a baxter service tech had discovered a failure code 812:02. Info was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, but no add'l info was available. Add'l contact info was requested but no add'l contact was identified.